Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin leaked into the insulin pump. The customer did not know how it happened. The customer had her doctor look at the insulin pump, and she was told to have it replaced. Nothing further was reported.